Event description:
The device was used during a "vats" partial lung resection. Reportedly, the cartridge was difficult to load and the device was difficult to open. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.